Event description:
Add'l info rec'd from MFR 12/12/02: the subject device has been retained by the user facility. Although requested, MFR has not been permitted to examine the device on-site at hospital, nor have they been provided with any add'l info relative to the case. Therefore, MFR has been unable to determine if a relationship exists between the device and the cause of the event. A review of the complaint history for the pulmonary radial jaw 3 biopsy forcep device revealed that boston scientific corporation has received only one other report alleging excessive bleeding during a procedure utilizing this device. Unfortunately, the subject device was not returned for evaluation and testing and no final determination relative to cause of the event could be made.

Event description:
During a bronchoscopy, the biopsy forceps caught the tip of the scope and could not be withdrawn without dislodging the tip from the bronchus. Bleeding occurred. The bronchus could not successfully be re-entered blindly or with fluoroscopy. The blood coagulated in the airway leading to asphyxiation, bradycardia, hypoxemia and death.